Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator was not detecting the router. A field service engineer (fse) found that backup battery and refrigerator light was also defective. The fse replaced the bbb board, backup battery, communication sled, power supply board, pca component installment board and refrigerator light. The refrigerator was no longer detected on the bus as a station. The fse replaced the new router. All the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator system was not detecting the router and was not on the bus. The backup battery was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.